Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The large suturecut needle driver instrument was found to have a broken grip at the grip base. A piece approximately 0.10 x 0.29 was found to be broken off the yaw pulley. It was noted that the broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed the large suturecut needle driver instrument's tip snapped off during the case. The tip was retrieved during the same procedure. The procedure was completed with no other reported injury. Intuitive surgical, inc. (Isi) followed up with the materials supervisor and obtained the following additional information: the materials supervisor informed the large suturecut needle driver instrument was inspected prior to use and nothing out of the ordinary was observed. It was noted that the surgeon did not notice any functionality issues while using the instrument. Prior to the reported issue, the surgeon was suturing and had been using the large suturecut needle driver instrument for half-an-hour. When the instrument tip snapped off, the surgeon retrieved the fragments using a robotic grasper. It was confirmed that all fragments were retrieved and no additional surgical procedure was required. The materials supervisor informed that no post-operative test like x-ray or ultrasound were not performed. The surgeon was unsure as to what cause the fragment to fall. The reported fragment falling did not occur during an instrument tip collision. During the procedure, the instrument was not removed. Upon final removal of the instrument, the materials manager confirmed the instrument wrist was straightened and no resistance was felt when guiding through the cannula. No damage was observed on the cannula or instrument after the removal. The patient has not returned to the hospital for any post-surgical complications. No video/image was available for review. The instrument would be returned for analysis. It was confirmed the procedure was completed robotically with no patient injury or harm.